Event description:
We experienced several instances (15+) where the connection from the neptune humidifier to the circuit heating elements became warm, discolored, and /or melted. From our observations, the pattern is that this happened with the medline neonate circuit and only on the yellow, expiratory heating element connection.